Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a battery compartment crack was found on the left side of grip pad. Visable moisture on display was found. Leak test failed due to battery compartment crack. Test steps 6,7,10 and 11 failed due to blank display. Opened pump, heavy moisture corrosion on display connector and other areas of pcb. No moisture in battery compartment.